Manufacturer narrative:
H6; missing the electrode pin, problable cause poor weld. Product complaint analysis team has completed its investigation of device which was returned. Analysis conclusion; based upon inquiry info received, visual examination and functional test, it was concluded that reported "right angle electrode" then snapped off possibly due to a yielded weld, which occurred during assembly process. Welding process has been modified to minimize the potential for tip detachment.

Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the surgeon was tenting up tissue with the right angle electrode, while coagulating. The right angle electrode then snapped off, falling to bowel. After searching for this piece for several minutes, without finding it, he continued on the procedure with new eps03. He never retrieved this piece from the patient. He felt that this piece was similar to the clips left in the body, and did not seem overly concerned with leaving the foreign piece in body. There was no consequence to the patient.